Event description:
The risk manager from the hospital reported the following event: the drill broke during a gamma3 implantation.

Manufacturer narrative:
It is known at this time if the device will be returned for investigation. If the device or additional information becomes available, it will be submitted on a supplemental report.